Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2021 with increased capture threshold on the right ventricular lead. An x-ray revealed that the lead had dislodged, possibly due to extreme patient chest wall motion. Lead was repositioned. Patient was stable after the procedure.